Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. However, the assignable cause was not identified. Appropriate action was taken to investigate the reported problem by checking the volume control, speaker wire harness, speaker rear harness connector, p12 on uim pcb and no problems were found. No repairs were performed for the reported condition. The user interface module software version is 5.09.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received by baxter and is available for evaluation. Once the sample has been evaluated or additional information becomes available a follow-up report will be submitted.

Event description:
The facility reported a colleague infusion pump that experienced failure code 550:320:658. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.